Manufacturer narrative:
The device history record review (DHR) for the reported console found nothing to indicate any possible manufacturing service-related causes for the complaint. The console remains at the facility and it will not be returned for repair. However, the service evaluation of the console was performed at the facility. The field service engineer (fse) confirmed that the cooling system in the console was not operational. The console has reached the end of shelf life. The noise was most likely caused by a electrical component breaking (failure) resulting in the cooling system failure. Based on the information available, an evaluation conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that loud noise came at the start up of the console for ureterofibroscopie procedure. The procedure was not competed due to this event. Patient outcome information was not reported.

Event description:
It was reported that loud noise came at the start up of the console. The procedure was not competed due to this event. Patient outcome information was not reported.

Manufacturer narrative:
Usage of device corrected.

Event description:
It was reported that loud noise came at the start up of the console for ureterofibroscopie procedure. The procedure was not competed due to this event. Patient outcome information was not reported.